Event description:
A couple of years after mentor saline breast implants 2008 I was diagnosed with ra/ sjogrens with organ issues. After seeing news last week I wanted to let you know I too have had same issues as other women and this needs to be noted. Autoimmune disease. FDA safety report ID #: (B)(4).